Event description:
The customer reported the system lost all functionality because the interconnect cable could not be inserted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable connector. The system operates as intended.